Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash all over his back the size of the garment. Patient described the rash as larger sores which then turned to raised bumps. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to use cortisone cream. Follow up indicated that the cream is helping with the skin irritation.